Manufacturer narrative:
The device history record for lot 0202906485 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 08 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The investigation remains in progress. All information reasonably known as of 19 may 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received 28-apr-2020 indicated "preparation: solumedrol in 400ml of glucose. Two (2) pumps [were] used on the same patient."

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown; flow rate: unknown; procedure: unknown; cathplace: unknown; infusion start time: unknown; infusion stop time: unknown. Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units. This is the second of two reports. Refer to 2026095-2020-00062 for the first report. It was reported that the "infusion finished in 1h30 instead of 4h." No patient injury was reported.